Manufacturer narrative:
(B)(4). Date sent: 4/24/2026. D4: batch #unk. Additional information was requested, and the following was obtained: yes, the device was locked and closed on the tissue after firing. The surgeon was able to free the tissue by wiggling and yanking the stapler away from the tissue. The surgeon reported he tried to open the stapler the usual way and using the manual lever when the stapler didn't open the usual way. The surgeon didn't emphasized all the specific steps he took to open the stapler. The jaws never opened even when we tried to open it off the field to see what happened. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a99k0f, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the stapler would not open after firing. The surgeon tried everything he could but unsuccessful. There was no patient consequence nor surgical delay reported. No additional information provided.